Event description:
Patient woke up from heart cath and attempted to sit up from ge innova 2100-iq table by lifting his legs and upper body, as well as, grabbing metal bar at head of table. The ge innova 2100-iq table cracked and broke at the head of the table, and fell on to camera positioned below the table, approximately twelve inches. As table fell, the crna's thigh was scrapped. The patient was transferred to stretcher and taken to recovery with no untoward effects. Ge installed another innova 2100-iq.what was the original intended procedure?heart cath.device #1is this a laboratory device or laboratory test?no.